Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-32470. It was reported that the patient experienced ineffective stimulation. The leads had migrated down back to the ipg site. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced with a paddle lead. The physician electively replaced the ipg during the same procedure. Post-operatively, stimulation therapy was restored.